Event description:
A pharmacist reported that, during the cataract surgery with intraocular lens (iol) implant procedure, the plunger went under lens, took back-up device without delay.additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).